Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that on the (B)(6) 2024 during an antierior cruciate ligament reconstruction surgery the arthrex device ar-4020c-07 was implanted. After the surgery the patient complains of swelling of the knee. No information was provided by the customer. Update avoe 23-aug-2024. It was confirmed that the swelling appeared about 2-3 days after the surgery and has persisted ever since (it only goes down slightly at night). The swelling comes back especially after exertion such as cycling or long walks. Methods such as elevation, curd compresses, cooling or anti-inflammatory medication have not brought any lasting success. The patient has an appointment with her surgeon at the beginning of september to plan how to proceed.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.